Manufacturer narrative:
No customer return was obtained for investigation. The trend review identified normal complaint activity for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 18069m500. The testing met acceptance criteria. A labeling review was performed and adequately provided information in the limitations of the procedure section and warning section of the package insert. The evaluation showed this issue is limited to a single patient. Troubleshooting of the original sample was limited to retest, additional retests were generated after the sample had been stored outside the storage specifications in the package insert. A new sample tested on other analyzers generated acceptable results. Accuracy testing was completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the analyte. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended.

Event description:
The account generated falsely elevated architect ca19-9xr results on a patient which was unexpected compared to clinical and analytical findings for the patient. On (B)(6) 2013, (B)(6) generated architect ca19-9xr of 258.63 u/l. An aliquot of the sample was sent to a reference lab which tested ca19-9 of 30 u/l on another method. The same sample was repeated at the account with architect ca19-9xr of 289 u/l. After more than 15 days storage, another aliquot of the sample was sent to another lab which generated architect ca19-9xr of 73.84 and 71.29 u/l. A new sample was obtained which was sent to a reference lab with architect ca19-9xr of approximately 30 u/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.